Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) - (B)(6) 2026. This report summarizes 13 malfunction events(s), where it was reported the devices experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 1 device: bearings / wear problem. 1 device: caster / device migration. 3 devices: chassis/frame / mechanical problem identified. 2 devices: rod/shaft / deformation problem. 1 device: tube / deformation problem. 2 devices: weld / mechanical problem identified. 1 device: circuit board / electrical/electronic component problem identified. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results). 2 devices: appropriate term/code not available/no findings available. There was no remedial action taken. This device is not labeled for single use.